Event description:
Additional information received reported the patient died. The cause of the event was "attempted peripheral nerve evaluation (pne) lead placement - no lead or device actually implanted". It was noted "no significant bellow/toe response so nothing implanted". It was reported the patient was morbidly obese and had overactive bladder/urge urinary incontinence refractory to medications so a pne trial was recommended. The patient underwent the procedure under oral valium and norco, but the physician was unable to find her appropriate nerve root after about 20 minutes of percutaneous attempts so no lead or other hardware were left in the patient. All leads and needles were examined at the end of the procedure and were all found to be intact. The patient then complained of pain around the incision site and nerve pain down her leg. She was treated first with oral narcotics and was then given a steroid dose by her primary physician. The patient continued to have pain and was admitted to the hospital for evaluation. Her initial CT scan with contrast showed no abscess, just some edema in the region where the needle sticks occurred. The patient remained in the hospital and subsequently developed renal failure, atrial fibrillation, and pneumonia with respiratory failure requiring ventilator support and tracheostomy. During this time, the patient was poorly ambulatory and began developing further elevation of white count and fever. Multiple further CT scans and a lumbar puncture were done looking for infection. General surgery was consulted who saw no abscess or indication for surgical or other intervention but it was documented the patient had developed sacral decubitus ulcers during her hospitalization. A CT scan was done approximately 5-6 weeks after the initial pne which showed a possible abscess lateral to the area of the initial needle stick. The abscess progressed into bilateral gluteal muscle necrosis. The patient was taken to the operating room (or) for a washout of the gluteal abscesses, but the surgery was aborted due to extensive muscle damage. The patient was made comfortable and she passed away that day. In the physician's opinion, the pain she had after her attempted lead placement led to her inpatient admission which led to multiple diagnostic procedures, which then led to deterioration of her health and ultimately to her death. It was noted there was no sign of clinical skin infection on physical examination after the pne. CT scans showed no abscess until after the patient had been immobile in the hospital bed for weeks and had developed decubitus ulcers due to immobility. It was noted her renal failure was likely due to contrast nephropathy from the contrasted CT and her pneumonia and respiratory failure were likely due to poor mobilization.

Event description:
It was reported there was a failed peripheral nerve evaluation (pne) lead. The physician tried to place the needle for 30 minutes but never placed the pne lead. The patient experienced pain and was given steroids and non-steroidal anti-inflammatory drugs (nsaids). An x-ray with contrast was performed and the patient had a reaction that lead to renal failure and atrial fibrillation. The patient was put on a ventilator and after lying in a hospital bed also had abscesses due to being in a bed for so long. It was noted the patient's family thought the pne test was the reason the patient had renal failure and atrial fibrillation. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID neu_unknown_lead, lot# unknown, product type lead. (B)(4).